Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. There was a registration metric value of 1.6 with trace registration, but the surgeon wanted to perform an imaging system spin. Following the spin, the site moved the mayfield mount, which resulted in an inaccuracy that affected both registrations. The manufacturer representative changed the registration back to the original registration when the call was disconnected. The issue resulted in less than 1 hour procedure delay. There was no impact on patient outcome. The procedure was continued without aborting imaging or navigation. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient was not re-registered as the site declined to break the sterile field to re-register the patient. To complete the procedure, the site continued without using the navigation system.